Manufacturer narrative:
Device history: no device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿multiple pcu (8015) battery failures¿. A review of the trackwise data base for the entity found a similar complaint reported as "battery conditioning failures during pm" under complaint file (B)(4). The root cause for the reported issue of multiple pcu (8015) battery failures was not determined because no product or device logs were returned. The reported issue that there were multiple pcu (8015) battery failures could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that there were multiple pcu (8015) battery failures. It was noted that the serial numbers are unknown. It is unknown if the issue occurred prior to or during patient use. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were multiple pcu (8015) battery failures. It was noted that the serial numbers are unknown. It is unknown if the issue occurred prior to or during patient use. Although requested, additional information was not provided.